Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5 mg/ml dilaudid at 1.1586 mg/day via an implantable pump for non-malignant pain and cerebral palsy. It was reported that a motor stall occurred on (B)(6) 2017 at 03:57 with no recovery. No MRI or emi was noted to have occurred and no other stalls were noted in the logs. It was noted that the elective replacement indicator was 19 months. No symptoms were reported. The nurse was to confer with the patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative on (B)(6) 2017. It was reported that there was a stalled pump. It was noted that while the patient was sleeping they woke up with the pump alarm sounding on (B)(6) 2017. It was indicated that there were no symptoms. The nurse interrogated the pump which showed the pump stall and several interrogations were performed as troubleshooting that were intended to update but were unsuccessful. The pump stall did not recover after various interrogations. The nurse then called the doctor who ordered the patient to go to the hospital for replacement surgery that day. Surgical intervention occurred as the pump was replaced 14 hours after the alarm occurred on (B)(6) 2017. The patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred) and the issue was resolved at the time of the report. It was indicated that the pump would not be returned as it was discarded by the customer. The drug in the pump was reported as dilaudid [5 mg/ml] at a dose of ¿1.56.¿ no further complications were reported or anticipated. The patient medical history included allergy to some metals. The patient weight was unknown and indicated that follow-up would be needed for more information. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.